Event description:
While dr was attempting to screw the inserter down to deliver the lens into the eye, the cartridge cracked. No apparent injury to the pt. Used a new cartridge and a new lens to ensure that there would be no problem.